Event description:
Guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. One day prior to the patient's death, the shock impedance of the defibrillation lead measured low and out-of-range.